Manufacturer narrative:
There is more information on the device. Correction is being made to UDI. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. It was confirmed that there was no unevenness. Handling of the device is described below in the instruction manual. As a result, there is a possibility that the issue of loss of image can be prevented. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.

Manufacturer narrative:
Due diligence was executed for this event. Supplemental report(s) will be filed as any additional information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, the image from the device was found to be intermittent. This is attributed to the faulty charge couple device (ccd) unit.

Event description:
As reported for this event, during preparation for use, there was no image from the device. There is no patient involvement and no harm reported to any patient.